Event description:
It was reported by the patient that they had a faulty right ventricular (rv) lead that caused them to be inappropriately shocked. It was further reported that the rv lead was fractured and had noise. The lead was explanted and replaced. During the explant procedure it was found that the rv and right atrial (ra) lead were adhered together the leads were split and the ra lead remains in use. It was also difficult to pass the stylet through the lead, the explanting physician suspects this is due to the lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.